Event description:
Solicited communication. Patient reported downstream occlusion alarm on 1 pump. She changed tubing and pump and got the same alarm on the second pump as well. Author asked patient to check for kinks in tubing, ensure the filter of tubing is closer to patient than to pump. Patient also changed the invision connecter. Alarm continues to sound every few minutes. Patient is continuing infusion through alarm. Serial number for the 2 pumps: (B)(6). No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This isa continuous infusion. Set flow rate and volume delivered are unknown. Position of the pumps when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; upon pt return. Did we [MFR] replace the devices? Yes; did the pt have a back up device they were able to switch to? No since both pumps were sounding the alarm. If yes, was the pt able to successfully continue their infusion? Pt is continuing infusion through the alarm. No further info provided. Reported to (B)(6) by pt/caregiver. Ref report: mw5161203.